Event description:
It was reported that the linx device was explanted, due to slipping down around the body into the stomach and was converted to a fundoplication. No further information provided.

Manufacturer narrative:
(B)(4). Date sent 11/12/2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the implant date? How was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Are there images available that shows the migration? Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/24/2025. The device upon which this medwatch is based has been received; however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2025. Investigation summary: a 17 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was successfully made. Bent wires and tooling marks were noted in some beads. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some beads. Link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: a manufacturing record evaluation was performed for the finished device lot number 29656, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/2/2025. Additional information was requested, and the following was obtained: what was the implant date? How was the migration of the device diagnosed (chest x-ray, esophageal line at explant)? Are there images available that shows the migration? Did the patient have a hiatal hernia at the time of implant? If yes was this repaired at this time of implant? Does the patient have a re-occurring hernia now? If yes, did the position of the device change based on the hernia reoccurring? There has been no response from hcp or account. Patient is fine!